Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues in a clinical study. It was reported that the patient had an incisional site drainage with superficial incision draining at the neurostimulator pocket. It was noted that the event was not related to the device or therapy and related to the implant procedure. The provider examined and noted continued healing at the site. Interventions taken included self-initiated at home of neosporin by the patient and a prescription of 2x daily bactrim for 7 days by the provider. It was noted that the event resolved without sequelae on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patients's weight was reported).

Manufacturer narrative:
In manufacturer¿s report (MFR) # 3004209178-2018-11989, it was reported that the incision site at the stimulator pocket had superficial incision erythema and incisional drainage, and the patient was prescribed bactrim. Additional review indicates this information pertains to MFR # 3004209178-2018-12823 and any additional information related to the incisional erythema/drainage and intervention of antibiotics will be reported under this MFR. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the symptom was an incisional site with superficial incision erythema. No further complications were reported/anticipated.